Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
The consumer stated that upon removal the tampon string separated, leaving the pledget inside. She stated she sought medical assistance for the removal of the tampon. She was prescribed an antibiotic to prevent further infection.